Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had a cine disk error. No pt injury was reported.